Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) level; cause was not known. Bg value was not provided. Reportedly, no action was taken to address bg. No additional information was provided. The customer continued to use the pump for insulin therapy.